Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted and placed on the valve. However, during deployment, while pulling back the slider, the slider became stuck and would not pull all the way. Therefore, the lock knob was unable to be removed. To remove the lock knob, a hemostatic device was force it back, resulting in the lock knob removal. The clip was then implanted. A second clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported lock line release slider resistance was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1528, 2983.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted and placed on the valve. However, during deployment, while pulling back the slider, the slider became stuck and would not pull all the way. Therefore, the lock knob was unable to be removed. To remove the lock knob, a hemostatic device was force it back, resulting in the lock knob removal. The clip was then implanted. A second clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.